Event description:
The following information was reported: the balloon lost pressure at the 1st stop (sheath). Manual compression was applied for 30 minutes or less. The patient was not hospitalized. Additional information: at prep, the black marker on the inflation indicator was fully exposed. There was no resistance while inserting the device. Procedure type: intervention peripheral stick location: medium sheath size: 7f.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. It was reported by the facility that a pre-procedure femoral angiogram showed presence of pvd/calcium, it should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. A review of the lhr was not possible as the lot number was not provided. (B)(4). Note: pi number is unknown as the lot number was not provided.